Event description:
Smiths medical international has reported that they were notified of an event of a tracheostomy tube becoming dislodged and went interstitial resulting in increased work of breathing with hypoxemia. Tube was in place for six hours. No pt adverse outcome reported.